Event description:
It was reported that following a diagnostic procedure, an angio-seal was used. Hemostasis was not achieved and a femostop was applied. Two weeks later, the pt was complaining of pain in the right lower leg. A pre-insertion angiogram revealed good blood flow to the popliteal artery. The pt had surgery to remove thrombus and the angio-seal at the trifurcation of the popliteal artery. Later, the pt returned for a fasciotomy. The physician stated that the prognosis for the pt's limb was "guarded". The pt has recovered and has been discharged.

Manufacturer narrative:
No prod was returned for eval and review of the device history record was not possible since the lot # was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.